Event description:
Customer called to report that the reservoir fell off from the insulin pump. Customer reported that there are cracks in the insulin pump. Customer's blood glucose levels were not included in the report. No significant events leading to the alarm were observed. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with cracked case at display window corners and battery tube threads. The device had broken reservoir tube lip, missing reservoir tube lip o-ring, and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.